Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having difficulty with the act button and the amount of insulin displayed on the screen. Customer mentioned being hospitalized for blood glucose of 348 mg/dl and an infection. Troubleshooting found that the customer will treat their blood glucose and if it does not go down, will call back for further troubleshooting.